Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had image interruptions and probably broken cable at connector side. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.

Event description:
No additional information was provided by customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the flickering image displayed (image interruptions) was due to component failure due to the cable unit was worn out should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.